Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) with premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. During the analysis of the returned device the hybrid was damaged. During analysis the device was powered up by an external supply and the system current drain was higher than normal. The high current drain was determined to be related to the regulated supplies generated by the l315 ic. While extracting the l315ic it was damaged and analysis was terminated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.